Event description:
Data investigation could not confirm signal loss. However, transmitter failure was found in connection to the reported allegation. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).